Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they received off no power alarm without a low battery alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that they found a battery out limit alarm in the alarm history. The customer's mother stated that they received the battery out limit alarm during normal use. The customer's mother was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.